Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead dislodged. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for sudden and rapid increasing thresholds on the right ventricular (rv) lead. High thresholds were observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.